Manufacturer narrative:
The customer reported that quality control (qc) results were inconsistent for multiple assays and that a falsely elevated inorganic phosphorus (ip) result for one patient sample was obtained on the atellica ch 930 analyzer and reported to physicians. Siemens assisted the customer in checking the wash station and confirmed there were no signs of dripping around the needles. The autocheck, autocheck reaction washer, and autocheck dilution washer were verified with no issues. The customer confirmed that cuvettes were not filled to the top and that there was no bottle inversion in consumables. Siemens dispatched a customer service engineer (cse). Services performed included an autocheck automatic verification test and inspections of the reaction washer probe r3 and the reaction and dilution wash stations. The customer service engineer replaced the tubing, probe, and valve r3, and verified there were no leaks at the analyzer¿s water supply manifold. The dilution mixer was noisy; therefore, the assembly was replaced and realigned. The lamp, probes (dilution and sample), and mixers (reagent and sample) were replaced and aligned. Quality control (qc) testing confirmed that results were out of range; therefore, additional services were performed. These included replacing solution #4, reaction and dilution cuvette rings, inspecting the reagent arm (r2), and replacing the valve, pressure sensor, and r2 probe. The cse also checked the alignment of the lamp and photometer, drained and refilled the bath, ran the autocheck, and inspected the analyzer fluidics for bubbles or air intake in the water supply circuit for the wash probes and arms. The valves managing the water supply to the reaction washer station were proactively replaced, and siemens continues to investigate the event.

Event description:
The customer reported that a falsely elevated inorganic phosphorus (ip) result for one patient sample was obtained on the atellica ch 930 analyzer and reported to physicians. The customer used the same sample to perform repeat testing on an alternate atellica ch 930 analyzer, with quality control (qc) results that were acceptable, and noted that the repeat result was correct. The customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial medical device report (MDR) 2432235-2026-00079 was filed on march 20, 2026. Additional information (april 7, 2026): siemens reviewed the autocheck and the services performed and noted that the customer service engineer (cse) identified an air leak in the water manifold. The customer service engineer replaced the water manifold assembly, verified the performance of the atellica ch 930 analyzer, and confirmed that quality control (qc) results were within specification. The cause of the event was determined to be the water manifold assembly. The customer is operational, the analyzer is functioning as specified, and no further evaluation is required.